Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. A visible cut/hole was identified on the blood pump segment of the bloodline. The biomed said there were no known issues with the 2008t hd machine. At an unknown length of time into the patient¿s treatment, blood was noticed dripping from the blood pump module. The biomed said the machine alarmed appropriately with an air detector message. The treatment was paused, and the patient's blood was not rinsed back. Estimated blood loss (ebl) due to the event was unknown. There were no leaks noticed during the priming phase, and no other issues prior to the alarm. The cut/hole was identified later when the bloodline was removed from the machine. The patient was re-setup with new supplies on a different machine where they completed their treatment. The biomed confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine being used when the leak occurred was removed from service, disinfected, and passed all tests. The machine was then returned to service. The combiset bloodline that leaked was not available to be sent back for evaluation as it was reportedly discarded.